Event description:
The hearing aid user came into the dispenser's office. The hearing aid specialist at the dispenser's office found 2 wax guards in the user's ear canal. There was no complaint of irritation, pain or infection. The specialist removed the wax guards using a suction device.